Event description:
Pt had original pacemaker and lead implanted in 1978. Pulse generator change in 1988. Lead left in place. 11/26/96. Symptomatic with dizziness and chest pain on excertion. EKG 11/26 (no evidence of pacemaker function. Placed new lead 12/31/96. Elective replacement of pulse generator (battery depletion) new lead didn't sense appropriately. Returned to surgery 1/2/97. With consultation with medtronic determined lead needed upsizing. Medtronic upsizing sleeve placed 5866-4.